Manufacturer narrative:
The end user's daughter-in-law reported that the end user fell against a door frame while using the rollator. He suffered a laceration to his left leg that required 8 sutures. The incident was not witnessed and we have limited details. It is not known what caused the laceration. The sample was returned for evaluation in used condition. The right rear wheel was fractured and had scrapes. We cannot rule out the possibility that the damage noted on the right rear wheel was due to a side impact. No manufacturer defect was identified. A root cause has not been determined. Due to the reported medical intervention and in an abundance of caution, this medwatch is being filed.

Event description:
The end user fell while using the rollator and suffered a laceration to his leg.